Manufacturer narrative:
Additional info: d9, h3, h6. H3: a visual inspection found the device exhibits obvious signs of breakage at the tip of the device.

Event description:
Allegedly, the driver tip broke off in the screw head. The surgery was completed with a different t20 driver. No patient complications were reported.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the driver tip broke off in the screw head. The surgery was completed with a different t20 driver. No patient complications were reported.